Manufacturer narrative:
(B)(4).this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. During evaluation of the samples reported under MDR# 3006425876-2016-00074 it was noted that this component was also returned damaged.

Event description:
It was reported during the product evaluation that the dilator tip was found to be damaged.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the dilator tip was found to be damaged during evaluation was confirmed. Returned was one 12 fr x 14cm dilator. Visual examination revealed the tip was damaged. Microscopic examination revealed the tip of the dilator had two small splits on opposite sides of the opening. The body was slightly bent near the distal tip. The inside / outside diameters of the dilator tip could not be accurately measured because of the damage. The instruction booklet enlarging the cutaneous puncture site with use of a scalpel and then using the dilator to enlarge the site as required. It is not known if a skin nick was made prior to dilator insertion. A device history record review was performed on the dilator and did not reveal any manufacturing related issues. Based on information provided and damage observed, operational context caused or contributed to this event. No further action will be taken.